Event description:
It was reported that the patient expired. The target lesion was located in the left anterior descending (lad) artery and left circumflex (lcx) artery. Following pre-dilatation of the lad lesion with a 15 x 1.50 balloon and then a 10 x 2.50 wolverine balloon, a 32 x 3.00 promus premier drug-eluting stent was deployed and post-dilated with a 15 x 3.50 balloon. The physician moved on to pre-dilatation of the lcx lesion with a 12 x 2.00 balloon and deployed a 38 x 2.50 promus premier drug-eluting stent. The patient was transferred to the ccu after the procedure. The patient expired the next day. It was further reported that the next day, the patient went into cardiac arrest. No autopsy was performed, and the official cause of death was cardiac arrest. The physician did not consider the death related to the stents.

Event description:
It was reported that the patient expired. The target lesion was located in the left anterior descending (lad) artery and left circumflex (lcx) artery. Following pre-dilatation of the lad lesion with a 15 x 1.50 balloon and then a 10 x 2.50 wolverine balloon, a 32 x 3.00 promus premier drug-eluting stent was deployed and post-dilated with a 15 x 3.50 balloon. The physician moved on to pre-dilatation of the lcx lesion with a 12 x 2.00 balloon and deployed a 38 x 2.50 promus premier drug-eluting stent. The patient was transferred to the ccu after the procedure. The patient expired the next day.